Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022 the patient experienced stoma site pain and diagnosed with a stoma site infection which was treated with oral cephalexin for 5 days. On an unknown date, the stoma site infection resolved and began duodopa therapy.